Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that faulty power cord caused the station to shut down. A field service engineer (fse) verified all doors and drawers and inspected cables and connections, including the bus cable. After ruling out the power cord, the power supply was identified as the cause of shutdowns and was replaced and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cjwjccupx1d unit shut down after each transaction, specifically after pulled one item. This issue was occurring on an ICU pyxis unit contained critical medications for high-acuity patients. The customer verified that the power cord was securely connected; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.